Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately low compared to another device (onetouch ultramini). The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began around (B)(6) 2015. The patient reported obtaining blood glucose readings of "134 mg/dl" with the subject meter and "156 mg/dl" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for accuracy. The patient also reported obtaining blood glucose readings of "113 mg/dl" with the subject meter and "168 mg/dl" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient informed the csr that she manages her diabetes with insulin (self-adjuster) and denied making any changes to her usual diabetes management regimen in response to the alleged inaccuracy issue. The patient reported that about 2 months after the alleged issue started, she developed symptoms of "blurry vision, irritability, drowsiness, nausea, thirst, hunger, shakiness and felt sweaty". The patient reported being hospitalized around 4 times since (B)(6) 2015 as a result of the alleged issue and claimed she was treated with "IV saline, insulin" and "food and/or drink for low sugar". The patient claimed that blood glucose tests were performed on a laboratory and hospital device but was unable to recall the results obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for hyperglycemia by a health care professional (hcp) after the alleged inaccuracy issue began. The alleged meter issue could not be ruled out as a cause or contributor to the event.